Event description:
The dr claims that the graft was implanted for an aorto-bifemoral procedure and leaked blood at the bifurcation. The leakage was stopped by sewing in a pledget. The graft was left in. The procedure outcome was fine. The pt's condition was fine. Note: in 2/2003 MFR received the following add'l info: the type of leakage was reported as an "ooze" and with minimal blood loss. The batch number, initially not reported has now been reported as 5884419.